Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-03231 / 03233). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately four years post-implantation due to alleged metal on metal local tissue reaction and loose acetabular component. The modular head and acetabular shell were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - m2a magnum femoral head catalog#: 157450 lot#: 233890, taperloc femoral stem catalog#: 11-103201 lot#: 069650, m2a magnum taper adapter catalog#: 139252 lot#: 980230.

Event description:
It was reported that patient underwent a right hip revision procedure approximately four years post-implantation due to alleged metal on metal local tissue reaction, loose acetabular component and elevated metal ion levels. The modular head and acetabular shell were removed and replaced.

Manufacturer narrative:
The initial notification date of the reported event has been corrected to be (B)(6) 2016.

Event description:
It was reported that patient underwent a right hip revision procedure approximately four years post-implantation due to pain, metal on metal local tissue reaction and loose acetabular component. The modular head and acetabular shell were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.